Manufacturer narrative:
Typographical error. In the initial report it was said 2 investigations were completed - the right number is 3. In addition it was reported that serial number (B)(4) was incorrect. The correct sn is (B)(4). 16 investigations were completed for the period. In 12 the product was returned and in 4 the product was not returned. The investigations concluded there was no manufacturing deficiency. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
2 investigations were completed from the period and breakdown is as follows: 1 lens cut,haptic detached, 1 stuck in cartridge. The investigation concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Breakdown of the (B)(4) events of lens damage is as follows: (B)(4) events were for haptic damage. (B)(4) events were for lens damaged. (B)(4) events were for haptic detached. (B)(4) event was for improperly loaded, lens damaged. (B)(4) event was for cosmetic, lens damaged. (B)(4) events were for cosmetic issues. (B)(4) event was for cosmetic, difficult to use, handling problem. (B)(4) evens were for defective. Out of (B)(4) events (B)(4) reported there was removal and replacement. Products have not been returned. Serial numbers of suspect products. (B)(4). Two investigations were completed. For both the suspect product was not returned, the investigations concluded the products met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 22 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.